Manufacturer narrative:
Other text: one infusion pump was received for evaluation. Visual inspection found bottom case and plunger assembly tamper seals are broken, lower left front corner of top case and battery door are chipped. The devices event history log was reviewed for evidence of the reported event and found motor not running. To conduct functional testing, the device was powered up, occlusion test was performed, motor not running error was found. The main board was misaligned which caused the motor not running. The main board was realigned, and the motor assembly was cleaned and greased to resolve the issue. Device passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other, other text: b5: additional information received on 10-nov-2022 via email and attached to complaint object: no patient incident occurred, and complaint contact states not sure on the exact date. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H6: event problem and evaluation codes: updates not required. H3: device evaluated by manufacturer: updated.

Event description:
It was reported that the device's motor was not running and giving error message. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.